Manufacturer narrative:
D10 concomitant product: unk emprint ant, unknown emprint antenna (lot#unknown) treatment of colorectal lung metastases: two centers retrospective study / myrtle f. Krul / dig dis 2024;42:538¿547 / doi: 10.1159/000539927 / published online: october 15, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study was completed which included 92 cases of lung metastases of colorectal cancer treated with surgery, microwave ablation, cryoablation, radiotherapy, or a combination treatment. In 13 patients, microwave ablation was completed using emprint or a competitor device. Postoperative complications in the microwave ablation group included pneumothorax in one patient requiring percutaneous drainage and incomplete ablation in one patient which required repeat ablation.